Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gauze sponge. The customer states that the sponge frayed in the wound during surgery and was removed with forceps. No medical intervention wa required.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.